Manufacturer narrative:
Correction made to a1: patient identifier: (B)(6) (previously submitted as unknown). Correction made to e1: initial reporter e-mail: (B)(6) (previously submitted as ni). H10: the actual device was not available; however, two (2) photographs of the samples were provided for evaluation. The photographs were visually inspected and bubbles were observed in the tubing. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of an unspecified quantity of amia cassettes. This occurred at the time of patient connection after priming the set for peritoneal dialysis therapy. The patient observed several air bubbles in the lines of the amia cassettes. There was no patient injury or medical intervention associated with this event. No additional information is available.